Event description:
The customer's mother reported via phone call indicating that the insulin pump had a physical damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a crack on the exterior back part of the battery case around the o-ring. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.